Event description:
It was reported that the system was explanted due to infection. The source of the infection was not known. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.